Manufacturer narrative:
The hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow and suction alarms. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. The suction detection alarm must not be turned on while the patient is in a suction condition. The patient should be hemodynamically stable prior to enabling the suction detection alarm. Increase the lvad pump speed slowly to avoid suction events. Suction events can lead to the ingestion of tissue/clot from inside the lv, and may also lead to episodes of ectopy. Confirm correct settings for low flow alarm limit and viscosity. "Low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. All alarms should be reported. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from australia by the vad coordinator that the patient is having rvad suction events, "which is present on the log files". "The team have commenced fludrocortisone and ivt to try and increase preload". "Patient had a CT late last week that showed the inflow cannula quite close to the atrial -septal wall". No further information available. Investigation is ongoing.